Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device and device logs were not made available for evaluation.

Event description:
As reported by the user facility: IV pump alarming for "downstream occlusion" while running vasopressin. Infusion does not run while alarm active. No downstream occlusion found, other lines running well through same lumen. Restarted x few min before alarming again. After the 5th time, infusion paused, moved to a different pump, and this pump was removed from patient room, red tagged and left for maintenance.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.